Event description:
Additional information was received that this device had migrated in the pocket which caused the leads to push upwards, but had not broken through the skin. It was noted that the device was electively explanted due to normal battery depletion and not due to infection/erosion.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The device appeared to have migrated also. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.